Event description:
Reporter is the patient, who 2 years ago underwent skull base surgery and received bone cement to fill a void. Approx 1 month/4 weeks ago, she says she had to have the cement removed due to an infection that eventually led to meningitis/encephalitis. Reporter has subsequently done some research on the device and has found where FDA sent a letter to the company, approximately 3 months following her operation, a warning letter pulling the product off the market. She also saw where FDA is checking all records as of march 2006. She is not sure if her case has been reported, so she would like to submit her own. She has experienced lots of pain and loss of cognitivie function as a result of the infection from the bone cement. She is still taking medication for nerve pain, as she is suffering from shooting pains to her head. She is being followed by a neurologist.